Event description:
During routine service, bed failed the lateral pull test. Casters rolled at 30# versus a spec of 50#.======================manufacturer response for med-surg bed, stryker (per site reporter).======================service tech will be sent to replace brake kits.